Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information: no specific patient information was provided for patient 2.

Event description:
The customer reported falsely elevated architect stat troponin-I results. Patient 1 ((B)(6) year old male): sid (B)(6), initial 1.513 ng/ml and retest 0.003 ng/ml. Patient 2: sid unknown, initial 0.67 ng/ml and retest <0.01 ng/ml. No adverse impact to patient management was reported.

Manufacturer narrative:
Review of complaint activity determined that there was normal complaint activity for the likely cause lot 78695un18. Tracking and trending report review for the architect stat troponin-I assay determined that there were no related adverse or non-statistical trends. The customers instrument logs were reviewed. The optical reads for the replicate that generated the questioned result were elevated, which may have contributed to the unexpected result. However, this review did not identify conclusive information to indicate an instrument or sample integrity issue occurred. Using worldwide field data, the performance of reagent lot 78695un18 was evaluated. The patient median results and cal f rlu means were within the established control limits and no unusual reagent lot performance was identified for lot 78695un18. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect stat troponin-I assay was identified.